Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the issue appeared to have been resolved.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial#(B)(6), implanted: (B)(6) 2010,explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6),, ubd: 05-aug-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 3.1 mg/day via an implanted pump for an unknown indication for use. It was reported the patient had withdrawals that was possibly catheter related. It was further reported the patient had been experiencing withdrawal symptoms following pump replacement. There were no known factors that may have led or contributed to the issue. It was noted, during replacement, the catheter had been successfully aspirated both prior to disconnecting the old pump and following connection of the new pump. The doctor thought the patient also had a dye study but was unable to find the date at this time. The doctor reported giving him a bolus of 0.6mg dilaudid on the patient's pump and symptoms resolved, but then returned the following day. We reprogrammed daily rate to be 0.7 mg/day and flex dosing of 0.6mg dilaudid bolus 4 times/day for total daily dose of 3.1 mg/day. The patient was previously on 4 mg/day. The doctor would follow the patient to see if the issue resolved and adjust as needed or try another potential solution. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was unknown if surgical intervention was planned. The patient¿s weight and medical history were asked and would not be made available. Additional information was received from the company representative (rep) reporting that it is still unknown why the patient is experiencing withdrawal symptoms following the pump replacement. It was also noted that the patient had 'some symptoms of withdrawal prior to the pump replacement (sweating, chills, aches) which is why they replaced the pump'. It was stated that the healthcare provider (hcp) tried a new flex dose programming but 'so far does not seem to be helping'. It was further reported that the hcp 'just put in a referral for a possible catheter revision'. The event has yet to be resolved at the time of this report. 2023-09-07 e2 (rep): document contained no new information. 2023-09-17 e3 (rep): additional information was received from the company representative reporting that the catheter revision ended up being scheduled last minute this past week on (B)(6). The spinal segment was dripping cerebrospinal fluid (csf) when cut so they only replaced the pump segment.